Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended which cause the ipg to be unable to communicate with external devices. As a result, the patient may undergo surgical intervention later.